Event description:
Caller reported aviva system blood glucose results of 49 mg/dl, 48 mg/dl, and 436 mg/dl within 10 minutes. Reported a 49 mg/dl 10 minutes after the 436 mg/dl result. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Results provide are for 1 of 2 returned vials. The second vial contained only dosed strips and a used lancet. These strips were unable to be investigated.